Event description:
A site purchasing rep reported that the screw to tighten the spine clamp is stripped. This event was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at time of reported allegation. The part manufacture date is dependant on return of part. The suspected device has not been received by the manufacturer for eval.

Manufacturer narrative:
A medtronic representative reported that the site will not be replacing any clamps at this time as they are all fully functional. Unable to confirm complaint.